Event description:
Another country post market safety surveillance study. It was reported that 112 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure is an emergency procedure for unstable angina. The target lesion was a 2.5x25mm, 99% stenosed portion located in the proximal right coronary artery (prox rca). Before implantation, the lesion was predilated with a 2.5x15mm balloon (type unknown) at 8atm. A taxus express2 2.75x28mm drug eluting stent was implanted at 14atm. The lesion was post-dilated with a 3.0x15mm balloon (type unknown) and the same balloon used for predilation at 22atm. It was confirmed with ivus, there was no problem with the stent. There was no patient complications reported. The patient was discharged from the hospital 10 days later on bayaspirin and panaldine. At 112 days post index procedure, the patient was admitted to the hospital again. Angiography confirmed two lesions: a 2.5x25mm, 90% stenosed lesion in mid rca and a 2.75x10mm, 90% stenosed lesion in prox rca. Two non-bsc stents were implanted 2 days later. The patient was recovered. The physician said this event was related to the taxus stent.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device remains in the patient and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, the most probable root cause of this complaint will be documented as anticipated procedural complication.